Event description:
It was reported that there was a low impedance. After a stage 2 implant was performed and after they hooked everything up, 1 & 3 impedance was less than 250 ohms, however all other combinations were within range according to doctor. Pt has not been programmed yet. The status of the pt was unk.

Manufacturer narrative:
(B)(4).